Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 48 mg/dl. The customer reported treating their blood glucose with food. Customer also reported experiencing tingling lips from their low. The customer treated their blood glucose with food. The customer's current blood glucose was 131 mg/dl. The customer did not report any damage to the insulin pump. The customer agreed to return the insulin pump for analysis.